Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector blue button of bisector device was sliding in a faulty manner. It actually would not move on the bisector so they could not open or close the bisector jaws. A new vh-3200 was opened to finish the procedure. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and slight evidence of tissue was observed on the bipolar blades. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the cutter blade. The toggle would not move and the cutter blade wouldn't retract or extend. The cutter blade was observed to stuck in between the bipolar blades at the base of the jaws. No other visual defects were observed. Based on the returned condition of the device and the results of the investigation, the reported failure "mechanical problem" was confirmed.